Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and was unable to duplicate the error code but did confirm the error 2012 in error log. Fss replaced disk on chip (doc) instrument manager, instrument manager cable assembly, ethernet interface printed circuit board assembly (pcba), and the rear panel connector. While on site fss noted that the bottle hanger was broken; therefore it was replaced. Fss performed the field service checklist on the unit, which it passed all functional tests and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported safe state error 2012 (instrument host timeout error) occurred with the whitestar signature system after sitting idle for over an hour. There was no patient involvement reported and no patient treatments delayed or cancelled. This MDR pertains to the reported error 2012. A second MDR is being submitted for the noted broken bottle hanger.

Manufacturer narrative:
Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.